Event description:
Paramedics used the device to administer external pacing to a pt diagnosed in asystole. Mechanical and electrical capture was achieved. Intermittently pacing stopped inappropriately and had to be restarted approx 4 times during pt treatment. The pt was delivered to the hosp in asystole. The pt's outcome was not known.